Event description:
It was reported that during the implant for a pacemaker system, the screw did not come out of the lead body after it was placed in the right ventricle. The lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted. The stretching of the lead caused the inner tubing to buckle preventing proper torque transfer when turning the is-1 pin. It was also noted that there was blood in/on the helix lobe mechanism.